Manufacturer narrative:
This report is submitted on march 28, 2022.

Event description:
Per the clinic, the patient experienced pain and granulation at the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and underwent a skin revision using silver nitrate chemical (specific date not reported).